Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and confirmed a broken grip tip, causing side to side misalignment of the grips. A piece measuring approximately 0.081" was found to be broken off. The broken piece was not returned. No conductor wire damage was confirmed. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, inspection of the 8mm force bipolar instrument identified physical damage at the tip. There was no patient involvement. Follow-up was performed to request additional information. The issue was identified during central processing. Reportedly a spare instrument was used during the last procedure, there was only a slight delay, no fragments fell inside the patient, and there was no patient injury.